Event description:
Caller reported a malfunction on the pump, which was identified as malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with the reset process; the malfunction code did not recur after the reset, allowing the customer to continue using the pump. The caller was instructed to contact technical support again if any malfunction codes appeared in the future, and the caller acknowledged this guidance.